Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "this is a study subject on the stryker sponsored study triathlon ts revision study. The study coordinator sent in an adverse event form noting that the subject experienced femoral and tibial component loosening and underwent a revision on (B)(6) 2018."

Manufacturer narrative:
Corrected data common device name,manufacturer name, city and state,and device manufacture date. An event regarding loosening involving a triathlon offset adapter was reported. The event was confirmed through clinician review of the revision operative notes provided. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: revision surgery for loose femoral and tibial components occurred and appears to be mechanical in origin as the presence of recurrent infection was investigated not found to be present. The root cause of the mechanical loosening cannot be determined as insufficient information was available -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the femoral and baseplate loosening was confirmed through clinician review of the revision operative notes provided. A review of the provided medical records by a clinical consultant stated the following: "revision surgery for loose femoral and tibial components occurred and appears to be mechanical in origin as the presence of recurrent infection was investigated not found to be present. The root cause of the mechanical loosening cannot be determined as insufficient information was available". Additional information including progress notes, pre-revision x-rays and evaluation of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "this is a study subject on the stryker sponsored study triathlon ts revision study. The study coordinator sent in an adverse event form noting that the subject experienced femoral and tibial component loosening and underwent a revision on (B)(6)2018."